Manufacturer narrative:
Manufacturing site evaluation: evaluation is ongoing.

Event description:
Country of complaint: (B)(6). Complaint states: customer claimed that the needle is of poor quality with repeated and recurrent fracture/breaking of the needle of the suture.